Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth high profile xtra 380cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 23, 2021, mentor became aware that the patient also experienced left side device migration, and implant was reused after capsulectomy/capsulorrhaphy on the left side, and right side was replaced with catalog number shpx380; serial number (B)(6) on (B)(6) 2021. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2022, mentor became aware that the information received on (B)(6) 2021 that the patient underwent breast augmentation surgery, and baker grade for the right side was iii/IV, not IV was inadvertently missed under previous submission. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii/IV this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). Additional event information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast surgery with a 380cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her right side postoperatively. The patient underwent right side open capsulotomy on (B)(6) 2021. The patient is scheduled for surgery on (B)(6) 2021.